Event description:
It was reported that a stent profile problem occurred. The target lesion was located in the renal artery. A 7.0x60x135 cm express ld stent balloon was deployed for implantation. After deployment, it was confirmed through the angio imaging equipment that the stent's outer diameter was larger than predicted. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).